Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump had a lost sensor alarm. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump kept alarming lost sensor and troubleshooting was performed and completed. Customer also reported to have been hospitalized due to diabetic ketoacidosis. Unable to get the hospitalization details due to customer had to attend to her baby. The customer was advised to call back to complete the troubleshooting. The insulin pump is not expected to return for analysis.